Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2016, this patient underwent an endovascular procedure using a gore(tm)&#59412;tag(tm)&#59412;thoracic endoprosthesis ((B)(4)) to repair a descending thoracic aortic aneurysm. The tag devices were deployed as planned and the patient tolerated the procedure. After extubation, the patient developed paraplegia. The physician commented that a large amount of thrombus on the descending aorta and procedure were likely the cause of the paraplegia. A cerebrospinal fluid drainage was considered, but the physician took a wait-and-see approach for the time being. No further information is available.